Manufacturer narrative:
H6: removed investigation conclusions code d15 and added code d1001. Code d12 remains unchanged.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all devices were implanted, a final angiography revealed a type ii endoleak. There was no additional treatment performed to treat the type ii endoleak and the procedure was concluded. On an unknown date, a follow-up exam revealed that the diameter of the aneurysm was enlarged to 7cm from 5cm. On (B)(6) 2022, a reintervention was performed. The lumbar artery was embolized. The physician stated that the aneurysm enlarged rapidly recently. If the aneurysm would be enlarged continually 3 months later, an aneurysmorrhaphy would be considered.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.